Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the sub-occluded mid left anterior descending artery. Resistance was felt during the attempt to cross the lesion with the ht versaturn guide wire. After a few attempts to cross were made, a looping of the tip of the wire was observed. During an attempt to pull back the versaturn guide wire to achieve better placement, unusual resistance was felt and it was difficult to retract the guide wire from the anatomy. After retraction, it was observed that the tip coils were totally stretched; however, the guide wire was in one piece with no separation noted. A non-abbott guide wire was used for the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.